Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during the use of (2) vial-mate adapters. The leaks were discovered when the customer was attaching the minibag plus bags to the vial-mate adapters prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3 and h6. H10: two (2) devices were received for evaluation attached to a vial and a solution bag. The device was in the activated position, and the solution bag was empty. During the visual inspection, it was observed that both samples were docked to the wrong port on the provided bags. Functional testing was performed and the devices performed according to product specification. The reported condition was verified. The cause of the condition is user related. Should additional relevant information become available, a supplemental report will be submitted.